Event description:
It was reported that the patient presented in-clinic for an elective device replacement surgery. Upon interrogation it was noted that the right-atrial (ra) lead exhibited noise oversensing. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Only the connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies.